Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2025, an arthrex subsidiary employee reported via email that an ar-3641sp self-punching knotless 2.6 fibertak anchor with #5 suture experienced an issue after inserting the implant into the bone hole, it was noticed that the suture had broken. A replacement ar-3641sp self-punching knotless 2.6 fibertak anchor with #5suture was used to complete the case. No specific details were provided regarding the type of surgery, bone preparation, or bone quality. There was no significant delay, no additional anesthesia administered, and no adverse effects noted. No photographs were taken to document the event. The issue was identified on (B)(6) 2025, with no patient harm reported. Additional information was received on (B)(6) 2025: all broken sutures from the ar-3641sp self-punching knotless 2.6 fibertak anchor with #5 suture were removed from the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and/or incorrect surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-3641sp, batch 15435948, was received for investigation. Visual inspection confirmed that the sutures were torn and frayed. Functional testing could not be performed due to the condition of the device. The most likely cause of the reported failure is off-axis insertion or improper driver seating combined with excessive force during use. The complaint allegation is confirmed. Refer to the investigation photos.